Manufacturer narrative:
H.6. Investigation summary: it was performed the DHR, quality notification and maintenance analysis and occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the cracked barrel. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that barrel cracked lengthwise during a procedure with bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, translated from portuguese to english: it broke completely in the longitudinal direction during contrast administration in the patient undergoing procedure. Additional information received from consumer: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood/chemotherapic to the skin .

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that barrel cracked lengthwise during a procedure with bd plastipak¿ syringe 10 ml luer-lok¿. The following information was provided by the initial reporter, translated from (B)(6) to english: it broke completely in the longitudinal direction during contrast administration in the patient undergoing procedure. Additional information received from consumer: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood/chemotherapic to the skin.